Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged and exhibited high pacing threshold measurements. The lead wads repositioned. No additional adverse patient effects were reported.